Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer required medical assistance by the paramedics due to low blood glucose levels. Troubleshooting revealed that the basal rate was programmed at a higher amount than needed. The customer was assisted in programming the correct amount. The insulin pump also passed the required tests.